Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 states that a yellow alert for out-of-range (oor) atrial intrinsic amplitude of 1.6mv was noted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).